Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the alarm led on the keypad of the rad-8 device is always on (illuminating). However, there was no audible alarm and the unit was not under an alarm condition. Additionally, the unit cannot be turned off when the on/off button was pressed. The customer had already tried to disable the sleep mode, but the problem still persists. No known impact or consequence to patient.